Event description:
It was reported that at implant of the lead there was a possible myocardial perforation but it was never fully determined. The lead sensing and impedance were normal. However, the physician was not able to get the lead to move like he wanted so to error on the side of caution, the lead was removed and replaced with a new lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. The full lead was returned and analyzed.